Event description:
A prolieve thermodilation kit was used in a procedure in 2008. (Patient weight unknown.)the following was reported to boston scientific. Procedure seemed to go fine. Patient presented on 25 feb 2008 complaining he was urinating out of his rectum. The physician performed a cysto and observed no fistulas nor anything abnormal in the patients' bladder. The physician inserted an catheter and sent the patient home with instructions to collect what was coming out for analysis.based on a conversation with the customer yesterday (11march2008), the patient had not returned for his follow up visit but had been contacted and stated he was feeling better. During the procedure, the patient did not experience pain or discomfort and was able to void without difficulty. As originally stated, the patient returned on 12feb2008 and the physician performed a cystoscope to see the inside of the patient's bladder and urethra and did not obverse any issues. At this time, pending the patient's follow up visit, the physician's assessment is that the patient may have experienced liquid bowel movements (diarrhea). The tm also stated that the procedure reading was reviewed and within the appropriate parameters.

Manufacturer narrative:
Unknown (for use when the device problem is not known). The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. Since no product was received and the product was disposed of, no root cause could be determined and complaint failure could not be identified. Per the additional information received from the physician, the physician performed a cystoscope to see the inside of the patient's bladder and urethra and did not obverse any issues. At this time, pending the patient's follow up visit, the physician's assessment is that the patient may have experienced liquid bowel movements (diarrhea). The territory manager also stated that the procedure reading was reviewed and within the appropriate parameters.